Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause of the reported issue, where the low audio, was determined to be a malfunctioning communication board. Customer had swapped the part. Tech support after replacing the communication board, the issue was resolved.

Event description:
It was reported that the device had low audio. There was no patient involvement.